Event description:
Reference number (B)(4) event occurred in canada. It was reported that the patient diabetic ketoacidosis (dka) event leading to hospitalization on (B)(6) 2025. The blood glucose (bg) level at admission was 60 (units unspecified) with symptoms of feeling unwell. The patient was admitted in intensive care unit (ICU) for 4 days. The patient was treated with insulin intravenously. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: canada. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.